Event description:
It was reported that the patient was not able to charge the ipg. The patient underwent a revision procedure wherein the pocket was adjusted to make it more superficial and ipg was replaced. The patient was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.